Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. Insulin pump received with stripped battery cap coin slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump is not working and has not powered up in the last 2 weeks. Customer's blood glucose level was unknown at the time of incident. Customer stated that the battery cap does not stay in. The insulin pump will be returned for analysis.